Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter in 2005, since the user could not re reached by telephone for further clarification. The pt obtained result of 99 and 103 mg/dl. She reported feeling weak at the time of testing. She had a routine appointment with her physician that day. At the appointment, her blood glucose was tested on the physician meter and the result was 57 mg/dl. It would hav been helpful to know if the pt actually did receive a result of 57 mg/dl on her meter and to know the time difference between the results of 99 and 103 mg/dl to the result on the physician's meter. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. A replacement meter has been sent.